Event description:
Hcp reported increased impedance was measured for the three of the eight poles in an activa system during follow up. Intraoperatively the two extensions were switched and the increased impedance occurred on the other channel. Therefore it was concluded that the increased impedance was not caused by the neurostimulator, nor by any problem with the fixation screws of the neurostimulator. Intraoperatively it was not possible to determine whether the extension or lead caused the increased impedance. High magnification images of the extensions revealed broken wires. Hcp suspects the reason for the break was the tension on the extension which was created by head movements of the patient. Impedances were measured. Replacement of the device is planned. Refer to medwatch report #2182207200700298.